Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed an "ER 2" message and would power off during use. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The alleged issue began on the morning of (B)(6) 2011. The mss was advised the patient manages his diabetes with lantus insulin (65 units), novolog insulin (20 units as needed) and glucophage pills. The patient stated he took a decreased dose of lantus insulin (40 units) per the advice of his health care professional (hcp). At an unspecified date, after the start of the alleged issue, the patient claimed he felt symptoms of light headed and dizzy. The patient visited his physician's office and obtained a high blood glucose result on the physician's meter. The patient could not specify the result obtained. The patient stated he was administered 28 units novolog insulin as treatment and felt better after. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. The cca was unable to walk the patient through resolving the alleged issues. The patient confirmed he did not have any calibration code issues with the meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.